Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic partial nephrectomy - "surgeon had one 12mm sleeve in camera port and one 12mm ancillary port. The reason I included both codes is because the tech cant remember if they used the cts22 as the assistant port or the ctf73 as the assistant port (which is where the issue occured). As they were about to close for the case they noticed the instrument seal (clear seal) sitting on the bowel and later realized it was from the assistant port. At no point in the case was the asst port attached to the (si) robot. Cts22 lot# 1260971 returning ten eaches - sterile / ctf73 lot # 1261657 returning five eaches - sterile". Patient status - "good".

Manufacturer narrative:
Investigation summary: the cannula and seal from the event unit were returned for evaluation. Upon inspection, engineering confirmed that the shield was dislodged from the seal. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause is likely due to instruments catching on the shield component of the seal. Per the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.